Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During repositioning of the impella cp device, the cannula kinked, and the pump could no longer be adjusted. The patient was taken to the catheterization lab where it was discovered that the inlet was stuck in the mitral valve. Attempts to straighten the impella pump with a lasoo catheter were unsuccessful and subsequently pulling on the pump resulted in a papillary muscle injury. Following a cardiac computed tomography, the patient was deemed to be brain dead, expired on support. The impella cp device remained in the aorta and was removed post-mortem.

Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of product damage (cannula kink), positioning issues, and ventricle perforation has been completed. The pump was returned for investigation. The returned pump had significant cannula kinks and a pigtail kink. No other physical damage was noted on the returned product. The pump was able to run in a bucket of water. A data log review was not required for this case run. According to the given clinical details, the impella was repositioned for unknown reason, and it was pushed in deep in left ventricle (lv), it caused the cannula to kink. The pump's inlet valve was stuck at the mitral valve, and pulling the pump caused an injury to the papillary muscle. The cause of the cannula kink issue was use-related, since the cannula was pushed during repositioning. The cause of the positioning issue was not determined since sufficient clinical information was not provided. The cause of the ventricle perforation issue was most likely improper positioning of the device, based on given clinical information. D9 date device returned to manufacturer added.